Event description:
It was reported when the device was used during a laparoscopic gastric bypass on the third firing it locked out. The case was completed using another device. There was no pt consequence.